Event description:
Mom called this morning and states yesterday evening the feeding pump was running when she heard of "crackling sound and then "heard a pop" which was followed by visible flame and smoke. Pump was disconnected from outlet. Mom contacted MFR who told her that "it sounds like something melted inside and caused it to short circuit." MFR said he'd follow an incident report and send copy to equipment supplier. The supplier replaced the pump. Child's mother was upset and has requested the supplier provide a pump from another MFR. Field nurse states there are scorch marks on end table.